Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The sample has been discarded due to cytotoxic content. The manufacturing database was reviewed and no quality issues were noted during production build for the involved lot.

Event description:
Customer reported taxol leaking out of the pump. The set was inspected and a pinhole was noted just below the top joint of the pumping segment. No patient harm occurred. No additional information was available.